Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition that the device would not grip k-wires, then it began to emit loud noises, and the tip became extremely hot was confirmed. An assessment was performed and it was determined that the unit would not hold the smallest k-wire, and was making a grinding noise when running. During repair it was observed that there was a corded bearing in the sliding sleeve, the clamps and stop ring were worn, and an unknown liquid was found inside in the housing. The assignable root cause of these conditions was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Concomitant medical products and therapy dates: k-wire devices. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported that during an unspecified veterinary surgical procedure it was observed that the quick coupling device would not grip the k-wires and began to emit loud noises, and the tip of the device became extremely hot. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.